Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that after an nj replacement (presumed to mean nasojejunal tube) the patient complained of pain at a 10 of 10 severity level. When the clinician attempted to administer a one time (0.8mg) pca bolus of an unspecified medication the pump alarmed and displayed ¿calibration needed.¿ throughout the day the pump indicated giving the demand dose when requested; however, as the rn was replacing the pca device, the 30ml syringe was noted to be full even though the patient was demanding doses throughout the night and day shift. The rn stated she felt the patient did not receive the doses requested. The patient was to undergo a CT scan post nj replacement but due to exhaustion and being in pain the procedure did not occur. The devices were replaced and sent to the facility¿s biomed department. There is no report of lasting harm.

Manufacturer narrative:
The customer¿s report of pca not infusing was not confirmed. Analysis of the pcu event log shows that hydromorphone 30 mg/30 ml was programmed for pca dose only with a dose of 0.4 mg and a lockout of 8 minutes. The pca module recorded that 36.4017ml was delivered between 9:24 pm on 14 may 2017 and 3:42 pm on 15 may 2017, when the infusion was stopped due to a calibrate syringe alarm. Inspection showed the drive shaft was slightly bent and had grease on it. The device passed all testing and the calibration alarm was not replicated. The root cause of the pca not infusing was not identified. The root cause of the calibrate syringe error was not identified but may have been related to the slightly bent drive shaft.